Event description:
It was reported that the "rubber sleeve" on the cord of the hose on the console device was damaged. According to the report, the plastic cover that houses the wires was intact. The reporter clarified that the wires were not exposed. The device was no used in surgery. Therefore, there was no patient involvement. A spare device was available. No patient injuries or medical intervention were reported. The event date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was received for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and evaluated. The reported complaint that the unit's power cord is damaged could not be confirmed. The device was tested and the complaint was not duplicated. Should additional information become available, a supplemental medwatch report will be sent accordingly.